Event description:
It was reported that during a tfn nail and blade inserted fine but afterwards, on the back table while everything was being disassembled, the small tab at the end of the inserter was broken off. The broken piece was retrieved. The inserter then would not function.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The parts were inspected and accepted after rework. The nonconformance and rework found in this review are not relevant to this complaint. The device is checked visually and functionally one hundred percent at manufacture and passed. The product evaluation visual inspection revealed that the set screw is sticking out of the alignment indicator such that there is a gap of approximately 4 mm between the base of set screw and the top of the boss on the alignment indicator. It cannot be turned in either direction and the alignment indicator is still attached securely to the inserter but is free to spin all the way around indicating that the alignment pin has been broken. There are numerous dings and gouges from hammer strikes on the gold handle and the knurled surface of the set screw. With the exception of the damage to the knurled area of the set screw, there is minimal damage to the top of the inserter. The complaint condition is caused by inadvertent hammer blows to the alignment indicator and has been evaluated on previous complaints and determined to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).